Event description:
Resident fell while being monitored by an bsn-020. Monitor failed to signal an audible alarm.

Manufacturer narrative:
Product not available for evaluation. Facility not identified.